Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 49-year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2023 the patient presented with complains of right breast pain with arm abduction and concerns of a lump in the right breast. On (B)(6) 2023 patient stated she has persistent right breast pain and asked in the biozorb implant could be removed. Also, skin thickening and subcutaneous edema was noted within the right breast. Same pain with arm abduction is present. On (B)(6) 2023 patient complained of the same symptom of pain exacerbated with movement - she can not perform normal physical activity. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.